Event description:
The programmed settings changed after medical scan. The device was on during the scan. The patient has an appointment for reprogramming on (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4).